Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient is deceased and the death was caused by their implantable cardioverter defibrillator (ICD). The patient's daughter stated "the defibrillator malfunction. The machine was bad in her and the medication was bad." The daughter mentioned that the device was interrogated and showed that the patient received therapy on the date of death, but the daughter stated this was incorrect. The daughter stated that when the patient got to the hospital the device was dead and a nurse had to use an automated external defibrillator. The daughter also mentioned that the patient had a heart attack.